Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the device read the barcode of patient ID (B)(6) as (B)(6) and the barcode of patient ID (B)(6) as (B)(6). However, a repeated scan of the same tags can't replicate the error. The result was held in the it1000 due to no patient ID matching and it was later corrected by the laboratory personnel in the it1000. It was stated that the barcode scanner reader was not scratched. There were no erroneous results reported outside of the laboratory. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
As the meter was not provided for investigation, a specific root cause could not be determined. Investigation of the submitted barcode sample found quality issues with the barcode itself. The barcode had reflective adhesive tape on it which should be avoided to ensure proper scanning.